Event description:
Stapler was locked and loaded on the lung. Would not fire. Battery removed and re-positioned twice then had to pull the emergency bail out lever to release the stapler from the lung.